Event description:
Hyperglycemia [hyperglycaemia]. Many purple bruises on the abdominal area [injection site bruising]. Physician mentioned the possibility of necrosis in the injection site [injection site necrosis]. Technical complaint regarding the novo pen 4 [device issue]. There is always bleeding when the needle is removed after injection [injection site haemorrhage]. Case description: study ID: (B)(6) e-pharma novodia. Study description: trial title: to support the patient in the beginning of treatment with novo nordisk products for diabetes mellitus and obesity. The patient is instructed on how to use, transport and store the products, and receives orientation by phone, site or in person by a nurse. The patient's height, weight and body mass index were not reported. This serious solicited report from brazil was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date , "many purple bruises on the abdominal area (injection site bruising)" with an unspecified onset date , "physician mentioned the possibility of necrosis in the injection site (injection site necrosis)" with an unspecified onset date , "technical complaint regarding the novo pen 4 (device issue)" with an unspecified onset date , "there is always bleeding when the needle is removed after injection (injection site bleeding)" with an unspecified onset date and concerned a elderly female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novolin n (insulin isophane) from unknown start date and ongoing for "type 2 diabetes". Dosage regimens: novopen 4: novolin n: current condition: type 2 diabetes (diagnosed approximately 10 years ago). Treatment medications included - glifage [metformin] (metformin). On an unknown date during a technical complaint regarding the novo pen 4, the patient reported using the medication novolin penfill, prescribed for the treatment of type 2 diabetes. They began using it more than ten years ago, without providing an exact date. They currently use 30 iu daily. They reported many purple bruises on the abdominal area, with no defined onset date, and that their physician mentioned the possibility of necrosis (injection site). They report that there was always bleeding when the needle is removed after injection. On an unknown date the patient noted that their blood glucose (blood glucose) remained around 500 mg/dl, with no reduction despite using the medication. They did not provide the date this began. Given the persistent hyperglycemia, the physician prescribed glifage 500 mg, one tablet at night. The patient had not yet recovered and had not discontinued the medication. The information could not be obtained from the reporter if the reporter believed that other prod-ucts might have contributed to the adverse event batch numbers: novopen 4: novolin n: pr71drb. Action taken to novopen 4 was reported as not applicable. Action taken to novolin n was reported as no change. Event abated after use stopped or dose reduced for novolin n doesn't apply. Event reappeared after reintroduction of novolin n doesn't apply. The outcome for the event "hyperglycemia (hyperglycemia)" was not recovered. The outcome for the event "many purple bruises on the abdominal area (injection site bruising)" was not recovered. The outcome for the event "physician mentioned the possibility of necrosis in the injection site (injection site necrosis)" was not recovered. The outcome for the event "technical complaint regarding the novo pen 4(device issue)" was not reported. The outcome for the event "there is always bleeding when the needle is removed after injection (injection site bleeding)" was not reported. Reporter's causality (novopen 4). Hyperglycemia (hyperglycemia): unlikely. Many purple bruises on the abdominal area (injection site bruising): unlikely. Physician mentioned the possibility of necrosis in the injection site (injection site necrosis): unlikely. Technical complaint regarding the novo pen 4 (device issue): unknown. There is always bleeding when the needle is removed after injection (injection site bleeding): unlikely. Company's causality (novopen 4). Hyperglycemia(hyperglycemia): possible. Many purple bruises on the abdominal area (injection site bruising): possible. Physician mentioned the possibility of necrosis in the injection site (injection site necrosis): possible. Technical complaint regarding the novo pen 4(device issue): possible. There is always bleeding when the needle is removed after injection (injection site bleeding): possible. Reporter's causality (novolin n). Hyperglycemia(hyperglycemia): unlikely. Many purple bruises on the abdominal area (injection site bruising): unlikely. Physician mentioned the possibility of necrosis in the injection site (injection site necrosis): unlikely. Technical complaint regarding the novo pen 4 (device issue): unknown. There is always bleeding when the needle is removed after injection (injection site bleeding): unlikely. Company's causality (novolin n). Hyperglycemia(hyperglycemia): possible. Many purple bruises on the abdominal area (injection site bruising): possible. Physician mentioned the possibility of necrosis in the injection site (injection site necrosis): possible. Technical complaint regarding the novo pen 4 (device issue): possible. There is always bleeding when the needle is removed after injection (injection site bleeding): possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.

Event description:
Case description: patient's height: 160 cm. Patient's weight: 67 kg. Patient's bmi: 26.171875. Current condition: type 2 diabetes (diagnosed approximately 10 years ago), depression, heart disorder, blood pressure abnormal, liver fat, bronchitis. Concomitant medications included - clonazepam, metoprolol succinate, hydrochlorothiazide, rosuvastatin, aerolin (salbutamol sulfate) and clenil (non-codable) for bronchitis from 2024 at dose of 250mcg. Batch numbers: novopen 4: cugo200. Novolin n: rr73jk6. Action taken to novopen 4 was reported as product discontinued. Since last submission case has been updated with the following information: patient's height, weight and medical history were updated. Lab test as blood glucose was added. Batch numbers for novopen4 and insulatard were updated. Dose details for insulatard were updated. Concomitants medications were added. Reporter's causality for event hyperglycemia were updated. Narrative updated.

Event description:
Case description: investigation result: name: novopen 4; batch: gugo200. The reported batch number was not valid.no conclusion could be made without the sample or a valid batch number.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. It was requested, if possible, please forward the reported product(s) for further investigations. Since last submission case has been updated with the following information: -investigation results updated. -device tab: is non-reportable and malfunction fields updated to no. -EU/ca tab: expected date of follow up removed and final report was ticked. -device addendum: annex b c d g codes updated. -CAPA comment updated in eol. -narrative updated accordingly. Final manufacturer comment: 03-feb-2026: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. The reported batch number is not valid. No batch trend analysis or reference sample analysis performed. Additionally, no other confounding factors have been identified. Given the limited information on the handling of the suspected device, it is not possible to determine a definitive root cause concerning the functionality of the novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of insulatard. H3 continued: evaluation summary: name: novopen 4; batch: gugo200. The reported batch number was not valid.no conclusion could be made without the sample or a valid batch number.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. It was requested, if possible, please forward the reported product(s) for further investigations.